Manufacturer narrative:
Product ID 3889-28, lot# va051ye, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced erosion. It was stated that the implantable neurostimulator (ins) was eroding through the sutures. It was noticed but the health care provider (hcp) that the 'sub q sutures were not holding' at the follow up appointment. The patient was not complaining of pain or infection. The hcp was going to schedule the patient for surgery that week to remove the device and possibly deliver antibiotics. Three days later it was reported that both of the leads and the battery were removed, and there were 'no complications now.' Further information has been requested. If more information becomes available, a follow up report will be sent.